Manufacturer narrative:
Insulin pump was received with broken half of reservoir tube lip, however test reservoir able to lock/click into place properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that a part of reservoir compartment is broken. She was afraid of having trouble getting out of the reservoir from compartment while she was asleep. The product was returned for analysis.